Event description:
Information received by medtronic indicated that the customer received a critical pump error and the customer underwent a magnetic resonance imaging while using the pump. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with flashing medtronic logo. Unable to download history files and traces using thump software due to flashing medtronic logo. Proceeded with the following testing to assure proper functionality of the unit. After battery installation unit gave an unexpected flashing medtronic logo. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap locks properly into the reservoir compartment. Unit also received with scratched case and cracked keypad overlay. In conclusion, unit received with unexpected flashing medtronic logo. Pump failed to download history files and traces. Problem isolated to the electronic assemblies. Unable to verify e/a alarm unspecified and exposed to magnetic field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.